Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly a component disengaged into the patient's cavity and was retrieved by the surgeon without injury to the patient.